Event description:
It was reported via repair work order that the power cord ground path was compromised due to ground pin was missing on power inlet. It was also reported that the power cord was sliced with no exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the power cord was sliced with no exposed wires.

Event description:
It was reported via repair work order that the power cord ground path was compromised due to ground pin was missing on power inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.